Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: upon further investigation, it was determined that the evaluation reported on the previous report was not correct. Therefore, the investigation summary has been updated as follows: investigation summary ==> the complaint device was received at the service center and evaluated. It was reported that during a knee arthroscopy the camera head ac - c-mount was nor producing an image on the screen when plugged in. Per service manual operational and diagnostic, the reported failure was confirmed. During evaluation, the seal and o-rings were damaged; therefore, they were replaced. Also, it was identified that the handpiece was physical damage. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The root cause of the physical damage can be related to lack of maintenance as well as rough use by the user. However, this cannot be conclusively affirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary:the complaint device was received at the service center and evaluated. It was reported that during a knee arthroscopy the camera head ac - c-mount was nor producing an image on the screen when plugged in. Per service manual operational and diagnostic, the device was found to be non-repairable, therefore this complaint can be confirmed. During evaluation, it was identified that the seal and o-rings were damaged. Therefore, they were replaced. The testing of the unit was completed per the service manual, the unit passed all functional tests and is fully operational. The root cause of the physical damage can be related to lack of maintenance as well as rough use by the user. However, this cannot be conclusively affirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary upon further investigation, it was determined that the evaluation reported on the previous report was not correct. Therefore, the investigation summary has been updated as follows: the complaint device was received at the service center and evaluated. It was reported that during a knee arthroscopy the camera head ac - c-mount was nor producing an image on the screen when plugged in. Per service manual operational and diagnostic, the device was found to be non-repairable, therefore this complaint can be confirmed. During evaluation, the seal and o-rings were damaged; therefore, they were replaced. Also, it was identified that the handpiece was physically damage. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The root cause of the physical damage can be related to lack of maintenance as well as rough use by the user. However, this cannot be conclusively affirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
As reported by the customer via email, the tornado shavers' o ring came off during cleaning at the end of the case. No delay or patient consequence.